Event description:
Caller reported a cgm error 42, but after a pump reset guided by customer technical support, the error did not reappear. There was no adverse impact to the customer¿s blood glucose level. Caller successfully started their sensor session following the resolution.